Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and after troubleshooting, found the drive manifold to be leaking. To fix the issue, the fse replaced the drive manifold, calibrated the iabp to factory specifications, performed all functional and safety tests, then released the iabp for clinical use.

Event description:
The customer reported that during a service test, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum error". There was no patient involvement and no death, injury or adverse event was reported.